Event description:
The facility reported a colleague infusion pump with a scrambled display with lines repeating five times. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "display is scrambled and repeating lines 5 times" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective main display that is distorted and has lines on it. The main display was replaced in order to correct this condition.